Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was receiving hydromorphone (10 mg/ml at 1.597 mg/day) via an implantable pump. The pump¿s indications for use were noted as non-malignant pain and failed back surgery syndrome. It was indicated on the provided print report that a low reservoir alarm occurred on (B)(6) 2015 and an empty reservoir alarm occurred on (B)(6) 2015. It was unknown whether the patient missed a refill appointment. No symptoms were reported. A catheter access port (cap) dye study was performed to check catheter patency due to the empty reservoir and the dye study was negative. It was reported that the healthcare professional (hcp) used dye that was not labeled for intrathecal use (this was pointed out to the hcp prior to the study). The pump was not refilled and it was going to be replaced on (B)(6) 2016 due to nearing the elective replacement indicator (eri). A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.